Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 37: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes chapter 13 / page 171: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient's blood glucose (bg) values were 330 mg/dl. The patient was treated with an intravenous therapy of fluids, anti-nausea medication and given 4 units of insulin with the pod. The patient stayed in the emergency room for between 3 to 4 hours. The pod was worn between 24 and 36 hours on the abdomen. The patient's father believes, that they disposed of the pod in the ER and was unable to provide the sequence number. He states that he does not recall anything odd about the pod, but he doesn't remember many details about the incident.